Manufacturer narrative:
(B)(4).the sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). One unit was received for evaluation purposes related to the reported leaking condition. An incomplete set was received, the solvent bonding connections were verified and no separations or leaks were observed. The separated condition was not confirmed. The most probable root cause could not be identified since the condition was not confirmed. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Center for one baxter customer technical services associate (tsa) left a voice message for corporate product surveillance (B)(4)-2011 to relay customer report received on the same day for one (1) each product code 2n1196, lot number unknown, in which unspecified leaking was detected on an unknown date. Patient involvement is unknown at this time. No injury or adverse event it reported.